Manufacturer narrative:
Additional information:evaluation summary post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted the trocar balloon; lock collar and obturator appeared intact. The inflation syringe was received. Pmv performed functional testing, the balloon was inflated no leaks detected.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the balloon did not insufflate. They changed to a new pack of the device in order to complete the case. There was no patient injury.